Manufacturer narrative:
Ahmed nageeb mahmoud et. All "an analysis of one hundred forty-seven revisions at a mean of five years". The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported via journal article a patient underwent a hip revision due to aseptic loosening, moderate cup migration and augment screw breakage. No additional information is currently available.